Event description:
Related manufacturer reference number 1627487-2023-05993, 1627487-2023-05992. It was reported that during the procedure the physician pulled the left s1 lead. As such, the lead was explanted and replaced. The investigation did not determine which s1 lead was pulled.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: drg: lead, model: mn10450-90a, , serial: (B)(6), batch: 7496005.